Event description:
It was reported that a transmitter was not working. The transmitter had no lighting and the contacts were found to be burned. The patient condition was unknown.

Manufacturer narrative:
The field complaint of the unit having no power was verified. The unit was unable to be plugged in due to damage to the power cable. No other damage was observed in the unit, no burn marks or smell were noted. Upon opening the ac power adapter no damage was revealed on the main board. After opening up the transmitter no damage was revealed on the circuit board. The original ac power adapter was replaced and tested with a working ac power adapter. The unit was plugged in and the unit did power on. The test revealed that the ac power adapter was defective.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on (B)(6) 2025.